Manufacturer narrative:
The unit will not be returned for eval. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 18413-06 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece primed, but never cut. A second needle was used to complete procedure.